Manufacturer narrative:
The pt remains ongoing on bi-vad support with the back up driver. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.

Event description:
The pt was implanted with a bi-ventricular assist device (bi-vad). It was reported by the biomed that the driver experienced alarms for lvad occlusion and low pressure. Subsequently, the pt was switched to a back up driver without further incident.